Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Healthcare professional reported "necrosis of failed flap". This record is for an unknown side. Device remains implanted.